Manufacturer narrative:
The sample was lithium heparin plasma with a gel barrier. The customer stated there was no visible fibrin in the sample. Qc is performed daily and was within the established ranges prior to and after the event. A system check was performed on (B)(4) 2010 and the results were within the specifications. A bci field service engineer (fse) was on site on (B)(4) 2010 and performed a hardware verification protocol. The fse performed a carryover test and a high sensitivity system check. All results met the specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a troponin (accutni) result, elevated above the ami cutoff, generated by access 2 immunoassay system for one patient's sample. The result was not reported out of the laboratory. Subsequent testing on the original and on an alternate instrument produced results in the risk stratification range. There was no report of death, injury, or change to patient treatment in connection with this event.